Event description:
It was reported that a tvt sling procedure was performed on a patient approximately nine months ago. At the time of the procedure the cystoscopy showed no needle penetration of the bladder. The following afternoon, the patient experienced edema of the perineum. The physician did not perform another cystoscopy. The physician brought patient back to the operating room and removed the tape through the sub-urethral incision. The procedure went well. The physician left a catheter in for one week. The patient was recovered.